Event description:
The customer reported the ventilator was in use on a patient and the ventilator shut down without alarm. The customer reported there was no patient harm. The manufacturer's service technician reported that the ventilator was working on ac power but would not work on dc backup battery power during operation. Review of the ventilator diagnostic code history indicated there was a 24/+-12v/power fail occurrence. The service technician reported alarms were functioning to specification during testing. The service technician replaced the power supply and backup battery to correct the findings. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.